Manufacturer narrative:
Pump received with blank display and battery heating up due to display puncturing through the isolation tape and making contact to the positive side of the battery tube. Unable to perform idle current, run current, self, off no power, restart error, basic occlusion, occlusion, prime and system sensor and excessive no delivery, displacement tests or verify battery icons anomaly due to blank display. Pump received with minor scratched display window,cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump is hot to the touch and does not work. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump is very hot and then cools down. It was also found that the battery icon fluctuates back and forth. The customer was advised that the device would be replaced and agreed to return the product for analysis.